Event description:
When removing the device from a fire department vehicle, the device was allegedly observed to be damaged. The damage described by the reporter is indicative of a lithium battery pack cell rupture.